Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications were reported.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during oblique lumbar interbody fusion at l2-l3, l3-l4, l4-l5 the pin got broken when it was removed from the l4 vertebra. A piece of the pin got stuck into the vertebra and it was impossible to remove it. Patient complications were reported as unknown. There was no delay in the overall procedure.